Event description:
The pt reported in 2004 that their meter was reading inaccurately high. They had performed a precision test with results of 557 mg/dl, 479 mg/dl and 389 mg/dl, all performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. During troubleshooting, pt was being walked through a control solution test, but the meter kept displaying error 2 message. This issue was not resolved with troubleshooting. They had called their dr for advice, and they were told to take additional insulin. There is no adverse event reported and no further clinical information provided. This case is reported as a meter malfunction since the meter failed the precision testing as well as the error 2 issue, which was not resolved.